Manufacturer narrative:
H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the provided photographs shows a separation between the female connector and main body. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue caused by inadequate solvent to the insert chip. No further evaluation could be performed due to the nature of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp and silicone tubing of a minicap transfer set; further described as ¿the tubing was loose and disconnected from the locking mechanism." This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.